Event description:
It was reported that the fluid from the reservoir is not recirculating and therefore it is not heating up. The water in the reservoir it's at the same level all the time, there is no leak. The on/off doesn't work either. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition. Per visual inspection, found a big crack on the return tube assembly and loose motor ground and back plate cables. Possibly from someone opening and attempting to repair it. Unable to perform functional testing to confirm/duplicate the complaint, due to cracked return tube assembly. The probable cause is the return tube assembly. Replaced return tube assembly to resolve the report error. The device passed all functional tests after the repair. Ran the device 3 days (9am-5pm) and found no issue with heater assemblies, on/off button, any other user interface buttons, or any leaking. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.